Manufacturer narrative:
(B)(4). Batch # r9332h. Investigation summary: as the device was not returned, an analysis investigation could not be performed, however, images were provided for analysis. Image 1 and 2: the image provided by the customer is that of a harmonic instrument where the blade is broken. Image 2: the images provided by the customer is that of a packaging tyvek where the lot was identified as r9332h and an expiration of 2023-03-31. From the images provided, it cannot be concluded what the root cause was for the blade breakage. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.,the batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Surgeon was using harh36 in a laparoscopic hysterectomy and bilateral salpingectomy. Procedure when the blades broke. Surgeon believes the tip broke when it was being used for the colpotomy part of the laparoscopic hysterectomy. Device was used along with a silicone mccartney's tube (not a ceramic cuff) on the high vibration setting and stroke across the tissue until the tube end is visible. Surgeon does this routinely and never had the issue previously. Device did make a funny beeping sound just beforehand. When surgeon removed the device to check the cause of the sound, surgeon noted the shears were not sitting correctly / closing and when surgeon tried to close them, the tip broke off outside the patient, so no issues with patient safety. Photos provided.